Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found a broken lift support on the probe wipe causing the leak. The fse replaced the probe wipe assembly to resolve this issue. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was approximately 3 ml of fluid from the probe wipe assembly on the instrument. The leak was not contained. The customer also reported the instrument generated h&h (hemoglobin & hematocrit) check failures and these samples were run on a backup analyzer and all results correlated. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.